Event description:
A customer's spouse reported via phone call indicating that the customer's insulin pump did not come with all the literature. The spouse was informed that all the literature was online. The patient's blood glucose level was 487 when the customer met their pump trainer. The customer was treated for their high blood glucose with a bolus before they were trained on the pump.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.